Event description:
The manufacturer received information alleging a ventilator's filter clogged with dust and water causing the device's flow to decrease. The patient expired. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's filter was clogged with dust and water causing the device's flow to decrease. The patient expired. The ventilator was returned to the manufacturer for evaluation. During evaluation, the device was found to operate to design specifications. The device passed all testing and no issues were observed. During receipt of the ventilator, the device's bacterial filter was found to be contaminated and contained water ingress. The bacterial filter was returned to the manufacturer for further evaluation. During evaluation by the manufacturer of the bacterial filter, the filter was found to have a high flow resistance due to the moisture. Information received indicates the patient was taking a bath during the time of occurrence.